Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with flap striae in the left eye one day post-op. A flap lift and rinse was performed and the patient was instructed to use topical eye drops. Additional information received states that the patient was seen in follow up and symptoms resolved.